Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, diarrhea, weakness, and body ache. The cause of the events were unknown. On an unreported date, the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with cloxa (250mg via intraperitoneal) and fortum (250mg via intraperitoneal) for this event. On an unknown date, all antibiotic treatment were stopped. The patient outcome was not reported. At the time of this event, doctor's plan was to removed the patient¿s pd catheter and discontinue pd therapy to covert to hemodialysis. No additional information is available.